Event description:
It was reported that pump display had pixel issue that prevented customer from interacting with pump and reading pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump, instructed customer to place pump into storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump using appropriate setup option.